Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 400 mg/dl. The customer stated that the pump was stuck in rewind mode. The customer was trying to treat with the pump. The customer thought the reservoir was empty and was getting to get more insulin. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.